Manufacturer narrative:
Additional information, including a detailed patient outcome, post primary and pre revision x-rays and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided, and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic liner and ceramic head after 5 months due to infection. Please note: trinity biolox delta ceramic liners are part of an ide study and not subject to this report.

Manufacturer narrative:
(B)(4) final report. Additional information, including a detailed patient outcome, post primary and pre revision x-rays and the explanted devices were requested in order to progress with this investigation, however, they have not been provided and thus there was only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified. This device conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted at this time and it cannot be determined whether the reported device caused or contributed to the patients experience and therefore corin now consider this case closed. However, should any additional information, or the explanted devices be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic liner and ceramic head after 5 months due to infection. Please note: trinity biolox delta ceramic liners are part of an ide study and not subject to this report.